Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of discoloration to the outer jacket of the modular cable, and to the inline connector and controller connector bend reliefs was confirmed via inspection of the returned modular cable. Inspection of the returned modular cable revealed that the outer jacket had a light brown discoloration. The controller connector bend relief showed a light yellow discoloration, and the inline connector showed a light brown discoloration. The returned modular cable was functionally tested and operated as intended during testing. The integrity of the wires in the returned modular cable were tested and the cable passed testing without any issues. The modular cable was then connected to a test system controller and a test pump, and successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. Following the electrical testing and operation of the modular cable on the mock circulatory loop, the outer jacket, braided aramid layer, and wrap layer were carefully removed to inspect the underlying wires. The underlying layers were observed to be in unremarkable physical condition. Inspection of the wires revealed that they were in unremarkable physical condition. Further evaluation of the wires did not reveal any breakdown of the wires¿ insulation. The submitted system controller event log file contained approximately 3 days of data ((B)(6)2023 per the timestamp), and the submitted system controller periodic log file contained approximately 11 days of data ((B)(6)2023 per the timestamp). The data in the log files did not indicate any issues with the modular cable. No atypical alarms were observed in the log file. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. During the investigation there was an incidental finding of a tear in the polyurethane outer jacket approximately 7¿ from the controller connector, and fluid ingress was observed in the controller connector. The lot number of the modular cable was not reported with the event. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that evaluation of the returned modular cable revealed discoloration of the outer jacket and both the inline connector and controller connector bend reliefs. Related manufacturer report number 2916596-2023-03732.